Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported a patient's atrial lead presented with oversensing automatic mode switch episodes. The lead was capped and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.